Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that he lead was returned with no reported event. As received, a partial lead (only connector portion) was returned in one piece. Visual examination found an external insulation abrasion breaching the outer insulation and exposing the outer coil at the connector region of the lead. This external insulation abrasion is consistent with friction to the device can (metal portion of device).

Event description:
This report is to advise of an event observed during analysis.